Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation was performed (no device was received for evaluation). (No device was received for evaluation). Evaluation conclusion: unable to confirm complaint (no device was received for evaluation). (Based on the information available no root cause can be determined). (B)(4).

Event description:
During index procedure, two admiral standard pta dilatation balloon catheters were used to treat lesion in the left sfa. The first balloon was successful but the second balloon ruptured during procedure. Investigator assessed that event is not related to study device or procedure. No patient injury or other sequelae were reported for this event.